Event description:
It was reported that during a surgical procedure error codes 40, 42, 43 appeared on the laser screen. The patient was under local anesthesia. The procedure was aborted. No injury to the patient occurred due to this event.

Manufacturer narrative:
The device history record review (DHR) for this aura xp laser console found nothing to indicate any possible manufacturing service-related causes for the complaint. Based on the field service report, the field service engineer (fse) turned on the console, and got the 46 error code. The console was opened and ktp crystal was found damaged. The crystal assembly was replaced with mount, part number 0117-0742, serial number (B)(4). All the optics were cleaned and the system was realigned. The system passed full functional and electrical safety testing. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a surgical procedure error codes 40, 42, 43 appeared on the laser screen. The patient was under local anesthesia. The procedure was aborted. No injury to the patient occurred due to this event.